Event description:
Pt reported, the piston rod of the infusion device is blocked. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation. Preliminary evaluation found that acid of the supercap leaked out as a result of a manufacturing error. Therefore, the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump. The high power consumption led to a quick voltage drop, therefore the w2 (battery low) error message was anticipated. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.